Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. A submitted video of fluoroscopic imaging confirmed the reported cannula kink adjacent to the pump outflow. The root cause of the cannula kink was most likely patient condition. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller instructions for use for the related event are as follows: section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk pci and impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the pump became kinked after making the bend around steep aortic arch and then maintained the kink as pump was inserted into left ventricle unable to get device unkinked resulting in flows <2lpm. The impella device was removed and replaced with a new impella.